Event description:
Butterfly needles already retracted inside package, unable to use. Butterfly needles already retracted inside package, unable to use. Three butterflies were found this way; staff noted that they had seen this several times. The rest of the stock was checked and appeared okay.